Event description:
It was reported that on (B)(6) 2025, the c-arm on a selenia dimensions mammography system 3d was shaking during a patient procedure. A field engineer was dispatched to examine the equipment and found the rotational assembly was moving when the c-arm rotates due to loosened screws. The field engineer removed the loose screws, applied loctite and retightened the screws. The field engineer tested the device and confirmed that it is now functioning in accordance with manufacturer specifications. No patient or user injuries were reported.